Manufacturer narrative:
The device and the lens were returned separated inside the carton. Viscoelastic is observed in the device. The plunger is oriented correctly and almost fully advanced. The tip of the plunger extends beyond the nozzle tip of the device. Stress lines are observed past the wound guard of the tip. A broken haptic was observed caught at the tip on the left side of the plunger. The distal tip is oriented toward the loading area. The gusset area is broken beyond the nozzle tip of the device. The lens was returned in a small blue envelope. Viscoelastic and what appears to be blood was dried on the lens. One haptic is broken in the gusset area. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause for the broken haptic could not be determined. The broken haptic is on the correct side of the plunger extended in the plunger groove. The distal haptic portion extends beyond the nozzle tip. The plunger is slightly retracted in the tip. The plunger position in relation to the broken haptic during advancement cannot be determined. The haptic position may indicate the plunger was not fully advanced. If the plunger is not fully advanced the trailing haptic may not release properly from the device. It is unknown if the qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. Broken haptics may occur: ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If the device is overfilled with ovd as this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received with the return sample states the haptic was broken.

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the intraocular lens (iol) in a preloaded delivery system was faulty. Additional information was requested.